Manufacturer narrative:
Cardioquip's epidemiologist inspected the tubing of this device during an on-site investigation at cardioquip. Due to the discoloration of the tubing epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, it was decided that an internal water pathway replacement would be performed. This will return the device to specification and full functionality.

Event description:
Potential device contamination was identified by cardioquip's (cq) director of operations and epidemiologist during an onsite investigation. It was decided that hpc testing would be conducted in order to receive a quantitative assessment of water quality. Test results were returned on (B)(6) 2024 that were outside of cq specifications for water quality, indicating device contamination.